Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: the manufacturing site name was documented as synthes ((B)(4)) in the initial report. This has been updated to ((B)(4)). Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the control unit was not functioning on the battery reciprocator device. It was noted that the controller had an unspecified malfunction. It was further determined that the device failed pretest for check the off / on mode and trigger test. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.